Manufacturer narrative:
Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that the drills do not go through the drill sleeve. No product was received for investigation and no further information was provided. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Initial reporter: telephone number: unknown. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was conducted. The report indicates that part 03.503.480 the drill is outside the tolerance zone, it does not fit through the drill sleeve. Drill 03.503.481 is stiff but fits through the drill sleeve. The binding is due to a deformation at the tip of the drill sleeve. The cause of the too large shaft diameter of 03.503.480 is initially unknown, it could be indicative of an error from the production. The deformation of the drill sleeve is due to the application. This complaint was determined to be valid and further investigation has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drills do not go through the drill sleeve. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
(B)(4): orchid unique manufactured the 2.4mm drill bit, and lot number us95212 for synthes purchase order 921387. The part met the material specifications; however the small diameter of the drill bit prevents verification of the heat treat. The part conformed to all dimensional specifications at synthes incoming final inspection. Inspection of the received part confirms it is within the dimensional specifications. Based on the specifications at the original time of manufacture, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed there were no mrrs, ncrs, or complaint related issues with this complaint.